Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of spec. Eval found that the motor to be seizing which is known contributor to system error 105. The failed motor assembly was replaced. See scanned page.